Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.

Event description:
It was reported that the patient followed-up in the emergency room after receiving an inappropriate shock due to intermittent atrial undersensing from the atrial lead. The device was interrogated and the atrial sensitivity was reprogrammed to 0.15 mv. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.